Event description:
It was reported that a user inserted a new dexcom g7 sensor and observed no glucose readings on the ilet while receiving readings on the dexcom app; the user had not entered the sensor pairing code on the ilet and was guided to start the sensor on the ilet. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with the user regarding correct sensor pairing and setup. Investigation of this case revealed use of an incorrect or missing pairing process for the dexcom g7 on the ilet, consistent with user setup error and attempted pairing with the wrong sensor type or without code entry. It was concluded, based on previously established findings for similar reports, that the cause was user error in sensor pairing and configuration.